Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal 2000 mcg/ml for a total dose of 900 mcg/day via an implantable pump for intractable spasticity. It was reported the patient initially reported an increase in spasticity in (B)(6) 2017. There were no factors that may have led or contributed to the event. An x-ray was taken in (B)(6) 2017 to if there was any issue with the catheter connection to the pump. The x-ray was inconclusive. The doses were increased. Another set of x-rays were taken in (B)(6) 2018. It was noted that sometimes adjusting the dose sometimes helps and sometimes does not help. The hcp attempted to aspirate the catheter through the side port on (B)(6) 2019 and they could not get any cerebrospinal fluid (csf) back. Interventions included an unsuccessful side port aspiration on (B)(6) 2019. The patient was sent to get a system replacement. Surgical intervention occurred on (B)(6) 2019 where the pump and catheter were explanted/replaced. The pump and catheter would be returned to manufacturer. It unknown if the issue was resolved at time of report. The patient's weight was (B)(6). The patient's medical history included multiple sclerosis. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, lot#/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Evaluation of implantable pump serial number (B)(4) revealed the following. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of four tests. Evaluation of implantable catheter serial number (B)(4) revealed a kink in the body of the catheter proximal to the anchor. The evaluation codes have been updated for this event. (B)(4). If information is provided in the future, a supplemental report will be issued.